Event description:
It was reported that the customer was hospitalized due to high blood glucose of 570mg/dl. The caller stated that the customer was bolusing, but his glucose level continued to go high until he gave himself a shot. It was state that the customer experienced thirst, sweaty, and had chest pain. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir alarms. Assisted the caller to run a manual prime and the insulin did exit. The wife mentioned that the sticker on the back end of the device was missing. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The low reservoir alarm functions properly. After testing it was concluded that the device operated within specifications. The device had missing end cap sticker, cracked battery tube threads, and cracked reservoir tube.